Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis, multi-organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to sepsis and multiorgan failure. The patient had also been placed on extracorporeal membrane oxygenation (ECMO). A specific cause for the sepsis was not provided; however, the death was not considered to be device related. Additionally, review of the log files provided by the account revealed no atypical events or alarms and captured the pump functioning as intended. It was also communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU lists sepsis and multiple types of organ failure and dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists sepsis, multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jul2021. No further information was provided. The manufacturer is closing the file on this event.